Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic-assisted abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed undergo essure confirmation test". The patient's medical history included breast cancer and drainage of abscess. She was not a candidate for oral contraceptives and iud, ablation and no adnexal masses. Concurrent conditions included fibromyalgia since 2011, appetite disorder, congestion nasal, sinus pressure, withdrawal bleeding irregular, abdominal pain, cesarean section, ovarian cyst, smoker (smoker with depression,), low back pain, neck pain, insomnia, dizziness and numbness. Concomitant products included acetylsalicylic acid (aspirin) from (B)(6) 2016 to (B)(6) 2016, alprazolam since 1994, baclofen from (B)(6) 2016 to (B)(6) 2016, biotin from (B)(6) 2016 to (B)(6) 2017, carisoprodol (soma) from (B)(6) 2015 to (B)(6) 2016, citalopram since (B)(6) 2013, clonazepam from (B)(6) 2013 to (B)(6) 2015, codeine since 2015 to (B)(6) 2016, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2017, docusate sodium from(B)(6) 2015 to (B)(6) 2015, doxepin since january 2016, estradiol from (B)(6) 2015 to (B)(6) 2015, eszopiclone (lunesta) since january 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2016, hydrocodone since (B)(6) 2011, hydroxyzine since (B)(6) 2015, ibuprofen (motrin) since 2007 to (B)(6) 2015, ibuprofen from (B)(6) 2015 to (B)(6) 2017, ibuprofen since 2007 to (B)(6) 2015, ketorolac from (B)(6) 2015 to february 2017, nortriptyline from (B)(6) 2015 to (B)(6) 2016, ondansetron since 2007 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2011 to january 2015, prazosin since (B)(6) 2015, promethazine from (B)(6) 2015 to (B)(6) 2016, rizatriptan benzoate (maxalt), salbutamol (albuterol) from (B)(6) 2016 to (B)(6) 2016, topiramate (topamax) since (B)(6) 2018 and trazodone from (B)(6) 2015 to (B)(6) 2016. On (B)(6) -2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced depression ("depressive disorder") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced nausea ("nausea,"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and urinary tract infection had resolved and the menstrual disorder, menorrhagia, depression, anxiety, headache, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Ultrasound scan - on an unknown date: right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed undergo essure confirmation test". The patient's medical history included breast cancer and drainage of abscess. She was not a candidate for oral contraceptives and iud, ablation and no adnexal masses. Concurrent conditions included fibromyalgia since 2011, appetite disorder, congestion nasal, sinus pressure, withdrawal bleeding irregular, abdominal pain, cesarean section, ovarian cyst, smoker (smoker with depression,), low back pain, neck pain, insomnia, dizziness and numbness. Concomitant products included acetylsalicylic acid (aspirin) from (B)(6) 2016, alprazolam since 1994, baclofen from (B)(6) 2016, biotin from (B)(6) 2016 to (B)(6) 2017, carisoprodol (soma) from (B)(6) 2015 to (B)(6) 2016, citalopram since (B)(6) 2013, clonazepam from (B)(6) 2013 to (B)(6) 2015, codeine since 2015 to (B)(6) 2016, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2017, docusate sodium from (B)(6) 2015, doxepin since (B)(6) 2016, estradiol from (B)(6) 2015, eszopiclone (lunesta) since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2016, hydrocodone since (B)(6) 2011, hydroxyzine since (B)(6) 2015, ibuprofen (motrin) since 2007 to (B)(6) 2015, ibuprofen from (B)(6) 2015 to (B)(6) 2017, ibuprofen since 2007 to (B)(6) 2015, ketorolac from (B)(6) 2015 to (B)(6) 2017, nortriptyline from (B)(6) 2015 to (B)(6) 2016, ondansetron since 2007 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2015, prazosin since (B)(6) 2015, promethazine from (B)(6) 2015 to (B)(6) 2016, rizatriptan benzoate (maxalt), salbutamol (albuterol) from (B)(6) 2016, topiramate (topamax) since (B)(6) 2018 and trazodone from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced depression ("depressive disorder") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On 23-apr-2015, the patient experienced nausea ("nausea,"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on(B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and urinary tract infection had resolved and the menstrual disorder, menorrhagia, depression, anxiety, headache, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Ultrasound scan - on an unknown date: right ovarian cyst. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received.outcome updated as recovered of previous events of uti and bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed undergo essure confirmation test". The patient's past medical history included breast cancer and postnasal drip. She was not a candidate for oral contraceptives and iud, ablation and no adnexal masses. Concurrent conditions included fibromyalgia since 2011, appetite disorder, congestion nasal, sinus pressure, withdrawal bleeding irregular, abdominal pain, cesarean section, ovarian cyst, smoker (smoker with depression), low back pain, neck pain, insomnia, dizziness and numbness. Concomitant products included citalopram hydrobromide (celexa) for anxiety as well as alprazolam since 1994, citalopram since 2014, doxepin since 2016, eszopiclone (lunesta) since 2016, hydrocodone since 2011, hydroxyzine since 2015, paracetamol (acetaminophen) from 2011 to 2015, prazosin since 2015, rizatriptan (maxalt) and topiramate (topamax) since (B)(6) 2018. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depressive disorder") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), headache ("migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, headache, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Recent ultrasound revealed a right ovarian cyst. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet and mr received, new reporter, patient demographic information, patient relevant information, lab data, essure start date stop date, indication, concomitant medication the event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: anxiety / depressive disorder, migraines / headaches nausea, dysmenorrhea (cramping), fatigue and she did not performed undergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed undergo essure confirmation test". The patient's medical history included breast cancer and drainage of abscess. She was not a candidate for oral contraceptives and iud, ablation and no adnexal masses. Concurrent conditions included fibromyalgia since 2011, appetite disorder, congestion nasal, sinus pressure, withdrawal bleeding irregular, abdominal pain, cesarean section, ovarian cyst, smoker (smoker with depression,), low back pain, neck pain, insomnia, dizziness and numbness. Concomitant products included acetylsalicylic acid (aspirin) from (B)(6) 2016 to (B)(6) 2016, alprazolam since 1994, baclofen from (B)(6) 2016 to (B)(6) 2016, biotin from (B)(6) 2016 to (B)(6) 2017, carisoprodol (soma) from (B)(6) 2015 to (B)(6) 2016, citalopram since (B)(6) 2013, clonazepam from (B)(6) 2013 to (B)(6) 2015, codeine since 2015 to (B)(6) 2016, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2017, docusate sodium from (B)(6) 2015 to (B)(6) 2015, doxepin since (B)(6) 2016, estradiol from (B)(6) 2015 to (B)(6) 2015, eszopiclone (lunesta) since (B)(6) 2016, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2016, hydrocodone since (B)(6) 2011, hydroxyzine since (B)(6) 2015, ibuprofen (motrin) since 2007 to (B)(6) 2015, ibuprofen from (B)(6) 2015 to (B)(6) 2017, ibuprofen since 2007 to (B)(6) 2015, ketorolac from (B)(6) 2015 to (B)(6) 2017, nortriptyline from (B)(6) 2015 to (B)(6) 2016, ondansetron since 2007 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2015, prazosin since (B)(6) 2015, promethazine from (B)(6) 2015 to (B)(6) 2016, rizatriptan benzoate (maxalt), salbutamol (albuterol) from (B)(6) 2016 to (B)(6) 2016, topiramate (topamax) since (B)(6) 2018 and trazodone from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced depression ("depressive disorder") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced nausea ("nausea,"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and urinary tract infection had resolved and the menstrual disorder, menorrhagia, depression, anxiety, headache, migraine, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Ultrasound scan - on an unknown date: right ovarian cyst. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received.outcome updated as recovered of previous events of uti and bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.